Event description:
It was reported that part of the tibial tray detached while assembling the articular surface to it. This occurred prior to any contact of the implant to the pt.

Manufacturer narrative:
Evaluation summary: it is likely that excessive forces were placed on the tibial rail during insertion due to the articular surface not being aligned properly. The excessive forces which resulted in the fracture of the device may have been caused by excessive forces applied to the articular surface inserter while it was still engaged with the tibial tray. However, the articular surface inserter was not returned for evaluation. Root cause cannot be determined. Evaluation: visual inspection reveals that the device is fractured in the area of the tibial plate with which the articular surface inserter engages. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.